Event description:
Reference number (B)(4). Event occured in the united states on 31-jul-2024, it was reported that the patient encountered infusion set leakage in tubing. Infusion set was in use for 1.5 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.